Event description:
It has been reported that the AED is not functioning properly.

Manufacturer narrative:
Correspondence received indicates become aware date is 01mar2020. Become aware date updated to 01mar2020.